Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements and loss of capture. No issues were seen upon x-ray. A revision procedure was performed. Upon opening the pocket, the physician believed that he saw a fracture on the ra lead near the terminal end. Subsequently the lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported.